Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient was seen in clinic with concern for green driveline damage. The account felt that the patient's best treatment option was to proceed with debridement. The patient was admitted on (B)(6) 2020. The patient was taken to the operating room where he underwent driveline debridement. The patient did well postoperatively. Blood cultures preoperatively were negative, but wound cultures obtained in the outpatient setting were positive for acinetobacter. Infectious disease was consulted, and recommended that the patient was to be started on cefepime at 2 grams intravenously every 8 hours for 6 weeks. The patient started antibiotics on (B)(6) 2020, and will finish on (B)(6) 2020. The patient was discharged home on intravenous antibiotics on (B)(6) 2020. The device operated as expected. The account had no cause for concern regarding the device. No further information was provided.